Event description:
It was reported that pump screen was dark and would not turn on. There was no reported adverse impact to the customer's blood glucose. The customer reverted to manual insulin injections for insulin therapy.